Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Patient reported buying food in a (B)(6) restaurant. She became unconscious. Paramedics treated her with glucagon. Patient was transported to emergency room (ER) where she was treated with glucagon. Patient was released from ER. Patient reported that the continuous glucose monitor (cgm) read a blood glucose (bg) value of 2.1 mmol/l, while a finger stick (fs) value was 8.9 mmol/l. At time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.